Manufacturer narrative:
The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The complaint is reported as: the blade light will not energize once attached to the handle. The alleged issue occurred during testing.